Event description:
Pt noted add'l pain a few months after surgery. X-ray revealed a fractured right side of internal stabilization instrumentation. Pt had add'l surgery and replacement and repair of the fractured lumbar instrumentation.